Manufacturer narrative:
Batch record review of lot c306 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and a trend has been detected; CAPA (B)(4) has already been opened to investigate cellex's drive tube failures. A photo analysis was conducted for this complaint. Review of the photos confirms the complaint to be valid, delamination of the drive tube bearing stop occurred. When the bearing stop delaminated, the drive tube hit the wall of the instrument causing a blood leak. The delamination of the bearing stop is suspected to be caused by a portion of the bearing stop being unbonded to the drive tube. Therakos CAPA (B)(4) and manufacturer's CAPA ((B)(4)) have been opened to investigate trapped gases occuring during the bearing stop molding process. Complaints of this nature are monitored through tracking and trending. (B)(4).

Event description:
Customer called to report a drive tube leak during elutriation of the buffy coat collection. Customer stated she turned the instrument off as soon as she heard the noise and saw blood in the centrifuge chamber. Customer stated that there were no alarms during prime, customer stated that she inspected the kit thoroughly and nothing was found wrong with the kit, no kinks found, no clotting visible, and no alarms during the entire collection of 1500 ml whole blood processed. Customer states the instrument will be repaired by the biomed on monday, until then, the customer will clean the instrument and will take a picture of the kit. Customer states that the medical director at (B)(6) does not allow the nurses to return damaged kits for investigation. Customer provided photos for investigation. Male patient being treated for ctcl, (B)(6), 12.6 hgb, 38.5% hct platelet count 363 using acd-a set at 8:1. Customer states that this was from labs taken before the patient treatment yesterday. Patient is stable and will be moving to his home in (B)(6). The patient gets his ecp treatments at (B)(6), when living in (B)(6). Customer called back to report that the patient's provider discharged the patient without any units of blood and no labs to draw, the total blood loss for the patient is 320 ml (collect line 20 ml, return line 15 ml, return pump segment 2 ml, blood filter 25 ml, return bag 50 ml, drive tube and bowl 151 ml, pump tubing organizer 16 ml, buffy coat collected 69 ml = 348 ml - (8% acd-a 27.84 ml) = total blood loss 320.16 ml.